Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported the programs for their therapy had switched, and they did not remember the exact group or program that their representative had set for them. The patient wanted to set it back to where the programs should be. Agent explained that the exact program information was not available on our end and that agent could only guide the patient in changing the groups and making adjustments. The patient understood and stated that they could make the adjustments themselves. The agent reviewed the information and redirected the patient to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.